Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's healthcare provider (hcp) reported the patient developed a rash underneath the pod adhesive. During a contact allergy investigation, the patient tested positive for an allergic reaction to dipropylene glycol diacrylate. Analyses showed the pod adhesive contains dipropylene glycol diacrylate. No treatment or prescriptions were required.